Manufacturer narrative:
Investigation summary. The complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a tego® connector where the customer reported, "there is possible leaks and impermeability." There was unknown patient involvement and harm was not reported as consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however a lot history review should be completed.